Manufacturer narrative:
(B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for leakage on lot # 9044761. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle, leakage) was captured and addressed appropriately. Investigation summary: customer returned photos of a 5mm, 31g pen needle attached to a pen. Customer states that drops fall between the needle and the thread part (hub) when applying the medication. As per the photos from the customer and the event description, it appears that the customer is not removing the inner shield when attempting to inject. This will cause the insulin to not enter the body and be administered properly. As per the IFU for the product, the customer is required to remove the inner shield to inject properly. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the customer is not properly following the IFU for the reported product. The inner shield must be removed from the pen needle in order to inject insulin properly. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 31ga 5mm 100 bx 1200 la leaked on 10 occasions during use. The following information was provided by the initial reporter: drops fall between the needle and the thread part (hub) when applying the medication (saxenda liraglutide). The application pens were replaced, but dripping persisted.